Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a journal article review. The journal article review indicated depuy mitek product failure(s). Since no contact information of the author is available, no additional information follow up could be performed. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: the UDI is unknown.

Event description:
This report is being filed after the review of the following journal article: garcia-paños, j. P., et al (2018) arthroscopic reconstruction of the acl by four-strand semitendinosus and gracilis grafting. Orthopaedic proceedings, vol. 91-b, pages 1-3. (Spain) the study emphasizes the analysis of results and complications of cases of surgery performed using a four-strand semitendinosus and gracilis graft. The patients evaluated on course of this study: 130 patients that underwent surgery from 1999 to 2006 were reviewed. The article describes the following procedure: plasty using the pes anserinus technique with a monotunnel was used on all of them, femoral stabilization was achieved with a transverse rigidfix system and tibial fixation with a resorbable intrafix system. The devices involved were: rigidfix. Complications mentioned in the article were: infection.